Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tube was cracked and blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the blood collection tube has holes, blood leaks, and the appearance of the product is covered with styrofoam chips.

Manufacturer narrative:
Investigation summary: mat: 367856, lot: 2132078. No sample and 4 photos were returned by the customer in support of this complaint from catalog: 367856, lot number: 2132078. Visual examination of photos was performed and revealed tray pack residue. Based on evaluation of the complaint photos, this complaint meets the criteria for a previously investigated complaint. The evaluation of the photos does show blood outside the tube on the towel under the tube. It cannot be determined if the tube is damaged from the photo received. Bd was able to confirm the customer¿s indicated failure mode of tray pack residue with the photos provided; however, was unable to confirm the customer¿s indicated failure mode for damage from the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tube was cracked and and blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the blood collection tube has holes, blood leaks, and the appearance of the product is covered with styrofoam chips.